Event description:
Regarding urinary drainage bag bard #154002. Patient's caregiver notified pharmacy that "she had a few that had a connector that is separating from the bag when she changes it to his leg bag and then if she reuses it, it leaks around the connector and is getting his bed/clothing wet. She said she normally doesn't have a problem with this but the last batch seems to have some bad connectors.